Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. 363080, batch no. 9168667, 9184798. It was reported that the blue top tubes are not filling. 2 of 2: citrate tube. Lithium green top has had undetermined contaminates. Also, blue top tubes not filling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9168667. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-06-17. Medical device lot #: 9184798. Medical device expiration date: 2020-01-31. Device manufacture date: 2019-07-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. 363080 batch no. 9168667, 9184798. It was reported that the blue top tubes are not filling. 2 of 2: citrate tube. Lithium green top has had undetermined contaminates. Also, blue top tubes not filling.